Manufacturer narrative:
(B)(4). The customer contacted physio-control to report that during a cardiac arrest event, the device gave a "connect electrodes" message even though the patient was connected to the device. The device was unable to analyze or shock. The customer reported that they were using third party brand electrodes during this event. A backup device was obtained and defibrillation energy was delivered to the patient. The patient, a (B)(6) male, survived the event.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device gave a "connect electrodes" message even though the patient was connected to the device. The device was unable to analyze or shock. The customer reported that they were using third party brand electrodes during this event. A backup device was obtained and defibrillation energy was delivered to the patient. The patient, a (B)(6) male, survived the event.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, the device gave a "connect electrodes" message even though the patient was connected to the device. The device was unable to analyze or shock. The customer reported that they were using third party brand electrodes during this event. A backup device was obtained and defibrillation energy was delivered to the patient. The patient, a 78 year old male, survived the event.